Event description:
Hosp advised that the pump alarmed and was sent to the biomedical engineering department. An error code 107 was found in the error log by biomedical engineering. There was no patient consequence.